Event description:
As reported: "the incident was mentioned by one surgeon at huddersfield royal infirmary, and was described as variax plate failure around 7 week period, post op. Plate used for distal radius fractures malunion, needing corrective osteotomy. No new trauma. Wrist protected in plaster casts. Patient required revision."

Manufacturer narrative:
Correction: please refer to sections d4 (lot#) and d9; the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the incident was mentioned by one surgeon at (B)(6), and was described as variax plate failure around 7 week period, post op. Plate used for distal radius fractures malunion, needing corrective osteotomy. No new trauma. Wrist protected in plaster casts. Patient required revision."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.